Event description:
Ous MDR - after an implantation period of about 23 months, an increase of the pacing threshold was reported. No adverse patient side effects have been reported. The lead was explanted, but no explant date was provided.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the distal shock coil which occurred most likely during the explantation procedure. Coagulated blood was found in the lumen of the lead. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the dc resistances of the conductors were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.